Event description:
Foley catheter was inserted following hospital policy. Catheter was inserted without incident and greater than 2500 ml of urine was yielded. Catheter balloon was inflated with the pre-filled syringe provided in the foley catheter tray. After insertion, while turning the patient to change sheets the foley catheter slid out. An attempt was made to inflate the catheter balloon with a 10 ml normal saline syringe in order to determine if the equipment was defective. The balloon appeared intact, but it leaked. A new catheter was obtained and inserted.